Event description:
On (B)(6) 2018, the reporting nurse contacted lifescan (lfs) france alleging that their patient¿s onetouch verio2 meter read inaccurately high compared to their feelings and/or normal readings as well as inaccurately erratic. The complaint was classified based on the customer service representative (csr) documentation. The nurse reported that the alleged inaccuracy occurred on an unspecified date 8-10 days prior to the alert date of (B)(6) 2018. At this time, the patient obtained a blood glucose result of ¿350mg/dl¿ and a second result of ¿280mg/dl¿ within 20 minutes of one another. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of inaccuracy. With regards to the erratic comparison, based on statistical methodology, the calculated difference of these glucose results falls within lifescan¿s criteria for precision. The patient manages their diabetes by self-adjusting their insulin dosage and the nurse gave them their normal dosage based on the result of ¿350mg/dl¿. One hour after this the patient reportedly was ¿unable to stand on their feet and couldn¿t speak properly¿. In response to this the patient was given jam by their nurse in order to make them feel better. At the time of troubleshooting, the csr walked the nurse through a control solution test and the result obtained fell out with the allowable range for the test strips being used. The patient¿s products were replaced. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after obtaining allegedly inaccurate results with the subject meter.